Event description:
Dr. [Redacted] attempted to obtain cryo biopsies during procedure, using a 1.7 mm erbe cryoprobe. Two probes used; erbe machine made a hissing sound coming from the port where the cryoprobe is inserted into. Machine checked by biomed, no issues found. Could not replicate issue using additional probes. Erbe rep contacted and made aware of issue.